Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported events. To resolved the reported event, the defective expiratory flow sensor was replaced for 1 unit, and the flow sensors were replaced for 1 unit.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced a flow sensor malfunction with the diaphragm stuck to the top of the sensor housing. These reports were received from various sources. Of the 2 events, 2 did not involve patients.